Event description:
The pt underwent bilateral iliac angioplasties and stent placements in 2000. Closed with tsl 6 fr. Closer devices on both sides with successful closures. The pt was discharged from the hosp, but returned to surgeon in 2000 complaining of drainage and redness from the left groin. The right groin was also slightly red but with no draining. The left groin was lanced and drained. Culture was negative for staph. Put on 2 weeks of floxin. Returned for bilateral leg check. Both seemed okay. On 6/6/00 pt presented to ER with a fever and draining of the right groin. Ultrasound performed. Negative for pseudoaneurysm. Went to operating room where they removed suspected infected sutures from both femoral arteries. The right femoral artery was eroded, so a saphenous vein graft patch was placed. Pt stayed in the hospital from 6/6/00 to 6/12/00. Post surgery pt was treated with IV vancomycin. Pt was discharged from the hosp on 6/12/00 with oral antibiotics. It is unsure whether the pt took a bath or swam following the procedure.